Manufacturer narrative:
The impella cp was returned and an investigation is currently underway. A supplemental MDR will be filed with the results of the investigation, upon completion.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the left femoral for acute myocardial infarction and cardiogenic shock (ami/cgs). It was reported that the patient developed access site bleeding which required 30 units of blood products. Subsequently, the patient developed an infection at the access site for which antibacterial agents were administered for sepsis. No further information was provided.